Event description:
A 46 yr old white g2p2 female status post bilateral submuscular trans pex augmentation with mcghan gels, 240 cc 11-08-83. Denies decrease in size, history of trauma or change in shape/texture, but reports increased pain on right. MRI in 07-15-97 reveals right rupture. Complains of some right arm pain, dypsesthesias, fatigue, adenopathy, hot flashes, memory loss, weight gain & shortness of breathe. Otherwise healthy. Right ruptured breast implant.